Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain. A small perforation was discovered on echocardiogram. The right ventricular (rv) lead exhibited high thresholds with no capture at max output in unipolar and bipolar. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.